Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 60mm from the tip end of the distal segment returned. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, so it was examined by x-ray imaging and there were concerns to the lead location, with a microdislodgement suspected, so it was subsequently partially explanted, with its tip remaining in the patient. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, so it was examined by x-ray imaging and there were concerns to the lead location, with a microdislodgement suspected, so it was subsequently partially explanted, with its tip remaining in the patient. A new device was implanted. No additional patient effects were reported.